Manufacturer narrative:
The pump user guide states: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl caused by entering the incorrect value into the personal profile setting. Customer terminated insulin deliveries to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.